Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with/ capio slim was implanted during a pelvic floor reconstruction with uphold lite including cystocele repair procedure performed on (B)(6) 2016. The procedure was completed without complications. According to the complainant, on (B)(6), 2016, the patient experienced a lower urinary tract infection that was treated with levaquin and zofran. Subsequently, the issue was resolved on (B)(6) 2016. The investigator assessed the event as moderate in severity, not pelvic floor related, probably related to the index prolapse procedure, possibly related to the mesh, and possibly related to the delivery device.